Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was powered off. The drawers were powered off. The cabinet was found powered off due to a power outage. However, there were no delay to the patient care or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet had powered off due to a power outage. A technical support specialist (tss) assisted the customer and advised that there was a power button located underneath the screen on the bottom-right side. The customer pressed the power button, and the cabinet powered on successfully. The customer was then able to log in and issue medication. The system functioned as intended after the tss resolved the issue with the customer.